Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. D10: concominant medical product: terumo glidesheath slender: 60-1065 kit intro 10 cm 6fr 20ga glidesheath slender .025 32mm short angle plastic hydrophilic. E3: occupation: (B)(6). The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that following a left heart catheterization the patient received 15ccs of air in the tr band. Twenty minutes after placing the tr band it appeared the balloon on the band had deflated more than normal. Three more ml of air was added to the band, however, then it slowly deflated with time. An hour later the nurse went to deflate the band and discovered that there was no air left in the balloon, it had completely deflated. However, the patient did have hemostasis and there was no hematoma. There was no blood loss. Additional information was received on 03oct2024: there was no noticeable damage noticed to the device. The patient was stable, and the site remained stable.